Manufacturer narrative:
(B)(4).

Event description:
Additional information was received stating the patient was provided with ointment to treat a postoperative complication.

Manufacturer narrative:
Evaluation summary: customer reported increase in intraocular pressure following the procedure. No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to approved release criteria. Because a sample was not returned, the root cause cannot be determined. There have been no other similar complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported that following a glaucoma filtration device implant procedure, the device malfunctioned. Suture lysis was performed twice following the procedure. There was also a treatment performed due to the increase in intraocular pressure. Additional information was requested.

Manufacturer narrative:
(B)(4).